Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had a defective power cable. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6), event site telephone: +(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person-mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e2, e3. A getinge field service engineer (fse) waiting for access or approval of costs to take a look at the problem. The customer couldn't tell whether it was the power cable (230v) or the network cable for data transmission. The order has been sent to the medical technology department, and no one can comment on it now. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Manufacturer narrative:
Additional contact info:(B)(6). Updated fields: b4,d9,e1(event site telephone),g6,h2,h3, h11 corrected field: d9, h3, h6(type of investigation, investigation findings, investigation conclusions). It was reported that before patient treatment found that the cardiosave intra-aortic balloon pump (iabp) power cable defective. No patient involvement and no harm reported. A getinge field service engineer (fse) checked the device and no fault detected. The product is in good condition and fully functional.